Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. Scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and faded end cap address label. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had water on the screen of the pump and the battery compartment. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.